Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) and right ventricular (rv) channel resulting in an inappropriate shock and pacing inhibition. It was noted this oversensing had the appearance of electromagnetic interference (emi). The health care professional (hcp) would reach out to the patient to verify what they were doing at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.